Event description:
Event was reported to caldera medical by an attorney. Legal complaint stated that the patient has suffered excruciating pain, laceration of and damage to internal bodily tissue and organs, erosion, abrasion and grating of internal bodily tissue and organs, dyspareunia, dysuria, sever edema, extrusion of the subject products, bleeding, permanent scarring, permanent bodily impairment and related sequelae resulting in substantial interferences with plaintiffs' ability to engage in routine daily activities and sporting activities that she previously enjoyed. No further information has been provided.